Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that threshold was high at implant and at one month follow up, there was complete loss of capture. The physician elected to revise the lead. During the surgery, it was noted that the lead was dislodged. The lead was explanted and replaced with competitor. The patient was stable before during and after the procedure.